Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm due to button keypad anomaly. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received battery out limit alarms. It was reported that the customer's buttons were unresponsive. The customer's blood glucose level was reported to be 255.6mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.